Event description:
Pedi cap co2 detectors are turning yellow in the package or as the package is being open. Diagnosis or reason for use: pediatric color metric co2 detector 1 kg - 15 kg. Unable to be used due to multiple pedi caps prematurely turning yellow upon opening package or already yellow when opened.